Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The device was updated to a new software version and was successfully verified. Logfile review for the day of treatment shows during start-up of the system the vacuum check and the energy check were performed successfully without issue. The logfile shows that the beam control check was performed about three minutes and seventeen seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The logfile review for the left eye shows that treatment was finished successfully without any issue. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause for this event could not be identified conclusively. However, no device issues could be identified which is why the root cause code "inconclusive - product met specifications" was selected. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the surgeon got partial side cut in the left eye of a patient, during surgery. There was excess fluid in the left eye of the patient. The surgeon did a manual dissection of side cut and the procedure was completed.